Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specifications and displacement test. No unexpected low battery alarm anomalies noted. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address or serial number label, cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump turned off. The customer stated that they inserted a new battery, received several errors, and now had a blank display. The insulin pump had physical damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.